Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a customer allegation of device with a power cord that was broken near the retainer and sparking at the broken space. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation confirmed the complaint. During visual inspection, testing found the burned and damaged power cord, at the end connector of the ac power cord, was noted to have caused the abnormal burn smell on the power cordset. Additionally, testing confirmed the cause of the burned condition was due to the damaged insulation of the positive wire at the end of the connector of the ac power cord near the rear case. The powercord set was replaced and the device functioned normally.